Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastrointestinal hemostasis procedure. According to the complainant, the injection gold probe needle was difficult to push out of the catheter. With effort, they were able to get the needle to come out. However, they were not able to retract the needle. They were able to complete the procedure with a separate gold probe and injection needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(6). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastrointestinal hemostasis procedure. According to the complainant, the injection gold probe needle was difficult to push out of the catheter. With effort, they were able to get the needle to come out. However, they were not able to retract the needle. They were able to complete the procedure with a separate gold probe and injection needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The visual inspection revealed that the catheter was kinked. A functional test was performed on the incident device. By actuating the handle, the needle does not extend or retract. Upon dissection of the catheter in the location of the kinks, the hypotube was found not to be fractured. The kinks are noted to be profound kinks. The catheter working length may have been kinked during removal from it's protective tray, or upon handling during preparation of the device. This is based on the profound kinks noted within the hypotube. The device being kinked during preparation will not have allowed the needle to extend without difficulty. The device being kinked will have also caused the difficulties in retracting the needle upon actuation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).